Manufacturer narrative:
At incoming inspection for analysis it was noted that the main seal between the upper and lower cases was broken, the backside hanger was broken, that incoming test files could not be saved and that the device and battery drawer were sticky. At final testing the device was unable to pass. A new main board was placed and calibrated, a new main seal and hanger were added and the device then passed all tests with no visual or electrical anomalies found. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for preventive maintenance and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.